Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: when bending down, a pain in the left groin is felt. Since then, noise in the left hip. Presentation in the emergency room on (B)(6) 2023. In imaging diagnostics (x-ray and computed tomography), a luxated inlay was found. This resulted in an operation on (B)(6)2023 with change of head and inlay. The patient felt a painful sensation in the groin. From then on, he could no longer adequately load the left leg and felt a mechanical blockage of the hip joint. In addition, the patient heard a rubbing sound.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that patient of (B)(4) experienced inlay disassociation from the cup and was revised. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection of the returned sample revealed that the pinn mar neut 36idx60od had 5 anti-rotation device tabs sheared off, two broken fragments were not returned for examination. Additionally, a slightly deformation was observed on the edge of the base. Based on the observations, its reasonable to conclude that a disassociation and the audible sound would be present due to event occurred between the liner and the cup. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pinn mar neut 36idx60od would contribute to the complained device issue. Based on the investigation findings, the potential cause cannot be determined with the information provided and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : product description: pinn mar neut 36idx60od product code: 121936060 lot number: 4158128, 1) quantity manufactured: (B)(4), 2) date of manufacture: 02 may 2023. 3) any anomalies or deviations identified in DHR: there is no non-conformance associated with this lot. 4) expiry date: 30st may 2028, 5) IFU reference: 090200701 IFU tot hip pros .

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient (of (B)(4)) experienced inlay disassociation from the cup and was revised.